Manufacturer narrative:
The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.concomitant medical products

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 500 mg/dl. The customer stated that the drive support cap appears normal. Customer doesn't received an e70 alarm. The customer received 3 times motor error alarm within last 30 days. The customer stated that the device was exposed to strong magnetic field such as body scanner. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer did take shots help her blood glucose level and was not hospitalized. The motor error caused her blood glucose issues and it is an explained event.